Event description:
The customer stated that her meter readings had been higher than usual. She stated that she tested her blood glucose and rec'd a reading of 187 mg/dl on another meter and 350 mg/dl on her elite meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.